Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a piranha biopsy forcep was used during a procedure on (B)(6) 2013. According to the complainant, the forceps got stuck in the patient and had to be cut apart in order to be removed. It is unknown what was used to complete the procedure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned sample was received separated in two parts; the coil is separated into two, approximately 2 cm from the handle. The unit also presents a kink located 12 cm from the separated section. A DHR (device history record) review was performed and no deviation was found. Analysis of the returned piranha forceps revealed that the jaws were received in an open position and the coil separated in two parts. Moreover the device presents a kink at the coil which probably limited the functionality of the jaws causing the difficulties experimented. Base on all gathered information the most probable cause is operational context since the anatomical and procedural factors found probably limited the performance of the device causing the kink which lead difficulties closing the jaws.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forcep was used during a procedure on (B)(6) 2013. According to the complainant, the forceps got stuck in the patient and had to be cut apart in order to be removed. It is unknown what was used to complete the procedure. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.